Event description:
New information noted that the cause of death was cardiac arrest by acute coronary events. Physician believes the incident may have had nothing to do with surgery, instruments used during surgery, and/or ICD system.

Manufacturer narrative:
Pleural effusion should have been mentioned in follow-up report.

Event description:
New information noted that patient had plural effusion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08589. It was reported that a patient presented for initial implant. Procedure went well and patient was stable. The next day the patient died due to respiratory arrest. Physician was unable to determine if the system or procedure contributed or caused the death.